Event description:
Customer allegedly questions the output of the vaporizer. There was no reported pt injury. Investigation/conclusion: the unit was returned to the mfg site for investigation. The unit was tested and displayed a 'no output' alarm. Upon further investigation, it was determined that the alarm was due to the proportional control valve. Once the proportional control valve was replaced, testing of the unit was continued. The output was found to be out of specification. The investigation has concluded that the cause of the reported complaint was due to scratching and/or flatness issues related to the sealing face of the rotary valve. Changes in mfg processes have greatly reduced these issues. Changes were implemented into the mfg, refurbishing and svc processes in 1997.